Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29 millimeter (mm) transcatheter bioprosthetic valve, the valve was recaptured due to placement difficulties as a result of a horizontal aorta. After the third recapture the delivery catheter system (dcs) capsule fractured and did not move. The system was removed. As a result, another dcs and 29mm valve were successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with the valve loaded in the capsule. The handle was intact. The deployment knob was able to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame near the separation site. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. The separation site was jagged and uneven. Conclusion: the investigation is in progress. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: a device history record (DHR) review was performed on the delivery catheter system (dcs) and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The reported event indicates that the valve was recaptured three times due to placement difficulties. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. In this case it was reported that the patient had a horizontal aorta which most likely caused or contributed to the positioning difficulty. Positioning difficulty events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. After the third recapture, a capsule fracture was noted and the capsule did not move. Procedural films were submitted for review. The cine films could not confirm that the valve was recaptured due to difficulties of a horizontal aorta or that the capsule fractured and did not move. The review of the films did confirm that the heart appeared to be somewhat horizontal and that the valve load was good. The delivery catheter system (dcs) was returned to medtronic for analysis with the valve still in the capsule. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. A break was observed at the proximal end of the capsule frame. Based on the investigation completed to date there is no evidence that the product fails to meet specification and these events are most likely not related to a fault condition of the device. The exact root cause of these capsule separations is unknown however, it is proposed, based on a review of the complaint information, that patient anatomy (vessel tortuosity <(>&<)> calcification) and use conditions due to challenging anatomy (insertion angle, force required to advance, torqueing of the catheter) are potential contributing factors to capsule damage. If information is provided in the future, a supplemental report will be issued.